Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, non-sustained right ventricular oversensing episodes due to lead noise were noted. The noise could not be programmed around. No intervention reported. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A partial middle portion of the lead was returned for analysis measuring 10.2 cm. External insulation abrasions were noted at 1.4 - 1.5 cm and 8.6 ¿ 8.9 cm from the proximal cut end consistent with friction to the device can. The etfe coating was intact at these locations. An external insulation abrasion was noted at 8.1 to 10.2 cm from the proximal cut end consistent with friction to the device can. One etfe cable coating was abraded at this location. The reported event of noise could not be determined due to unable to identify which cable coating was abraded.

Event description:
New information received noted continued right ventricular lead noise. A right ventricular lead insulation breach was noted during a lead revision procedure. It is unknown if externalized conductors were observed. A portion of the lead was explanted and the remainder was capped and replaced on (B)(6) 2018. The patient was stable during and post-procedure.